Manufacturer narrative:
The device was returned and evaluated, and in addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: grip has a scratch, switch box has a scratch, upward/downward angulation control knob / light/right (u/d,l/r) knob has discoloration, grip packing ring is loose, screw stopper is replaced for preventive maintenance, scope connector case unit (sc) has a scratch, plug unit has a scratch, scope connector cover unit has corrosion due to water leakage, due to a pinhole on bending section cover or distal sheath, water tightness is lost, due to burn on plastic distal end cover/probe cover, insulation resistance value at distal end does not meet the standard value, due to wear of angle wire, bending angle in up direction does not meet the standard value, objective lens has a scratch, adhesive on bending section cover or distal sheath has a crack, connecting tube has coating peeling, universal cord has coating peeling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Based on the results of the investigation, it is likely that the following led to the malfunction: the foreign material was unable to be identified. The cause of the foreign material remaining in the device was unable to be specified. A device history review confirmed that the device was shipped in accordance with the specifications. The nonconformity was confirmed with the subject device at manufacturing. However, the nonconformity has not affected the suggested events for the device was shipped in accordance with the specifications. This issue is addressed in the instructions for use (IFU): the suggested events are detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif-ez1500 operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had an adhesive worn out, and an angulation malfunction. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, it was found that there was white foreign material (found after reprocessing at ompp) in the air/water tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.